Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
The patient reported that she has been experiencing an increase in seizures and believes the generator may be nearing end of service. The patient reported that she would be following up with her neurologist the following week. The patient later reported that she has been suffering badly for the past five weeks. The patient reported that she has been experiencing breakthrough seizures and the magnet has not been working. It was later reported that device diagnostics resulted in high impedance (9,077 ohms). The patient was referred for generator and lead replacement surgery. The patient underwent generator and lead replacement on (B)(6) 2013. Attempts to have the device returned for analysis are underway; however, the devices have not been received to date.